Event description:
It was reported that this implantable cardioverter defibrillator (ICD) produced oversensing. The measurements later on, resolved on its own. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) produced oversensing. The measurements later on, resolved on its own. The device remains in service. No adverse patient effects were reported.